Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient received a referral from their primary care physician to meet with a surgeon to discuss a battery revision and to move the implant to the right side. The appointment was scheduled for (B)(6) 2015. The patient was still having concerns with their device or therapy.

Event description:
When the patient was charging, a power on reset (por) screen displayed on the recharger. The ins stopped working ¿about 3 days ago¿. The patient programmer was not able to adjust stimulation, the ¿call your doctor¿ icon displayed. The por was able to be cleared and resolved the issue. The normal patient programmer screen was seen. The ins was turned back on and the patient felt stimulation. The way her implant is, ¿when it got in there it kind of twisted¿. She has had so much trouble just making a connection with it. She also ¿can¿t really do it by herself very well because, it¿s behind her¿. It takes work and work just to get some bars to charge the ins, ¿have to put a pillow there for like pressure¿. Her health care professional is aware of this and the patient had to wear a brace to try and straighten it out some. The brace helped a little bit but the ins was still not in there flat. The ins was in there so that 1 long edge was kind of out and the rest was down inside of her. The ins works well when it was on. The incision had trouble healing because, the ins was pressing on it due to being ¿in there a little funny¿. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had moved and was at an angle rubbing against the skin. It was anticipated that erosion would occur soon. The coupling problems began after the patient noticed the ins was moving. The patient would spend 30-45 minutes trying to get coupling. They were able to get full coupling at times. The patient had recharged for 2 hours and 43 minutes and also recharged for 2.5 days straight. It was noted that the patient lost coupling very easily. The patient moved their antenna lower than their incision mark and slightly to the left and they got full coupling. When the therapy was on the patient had pain relief but when it was off they did not have pain relief. The battery was low at the time of the report and the patient could not turn on their therapy due to the low battery.

Event description:
Additional information received reported that the rep did not know what actions/interventions had (or will) been/be taken to address the ins movement in the pocket. He did not know if the patient was still seeing (B)(6) or if a revision will ever be done. He stated that the patient had been kicked out of every pain office she has been to. She has used the word "sue" at office visits and he believes the physicians (pain doctors and even family practice doctors) have then refused to see her.